Event description:
The customer reported that while the unit was in use on a patient, the unit shut down without warning. This occurred twice during an eight-hour shift. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. As a precautionary measure, the main fuse on the power supply was replaced. The unit was tested to factory specification. It functioned normally and was returned to the customer.